Manufacturer narrative:
One device was received for evaluation. The returned sample met specification as received. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was not functioning properly. No patient injury has been noted. The customer stated that the bipolar was activating on its own.

Manufacturer narrative:
Correction: ( evaluation summary) evaluation summary one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.